Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter contaminated. The following information was provided by the initial reporter: consumer reported finding liquid coming out of needle when pressing air into vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Age or date of birth: patient¿s birthday was not provided, (B)(6) 2020 was used based on age of patient.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #2157826. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter contaminated. The following information was provided by the initial reporter: consumer reported finding liquid coming out of needle when pressing air into vial.